Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported device alarm, hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels while wearing the pod on the abdomen. The pod emitted an alarm during operation. At the hospital, the patient given insulin through an infusion. The pod was discarded.